Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device found the device was returned deployed as evidence by the present of blood in the device. The suture, plunger, needle tips, cuffs and link were not returned. Analysis of the device found the body of the device, lever, foot, guide and sheath with no damage detected that would contribute to the reported needle to cuff miss. Both ends of the foot were examined and there were no evidence of needle strike marks detected. A proxy plunger was used to test the needle trajectory and was acceptable and not a contributing factor in the reported event. The needle trajectory of each device is inspected during manufacture to assure the device operates according to specifications. A cuff-miss may occur if the operator fails to position and maintain the device at a 45 degree angle throughout deployment, rotates the device at any point during plunger/needle deployment, deploys the device in challenging anatomies (e.g. Heavy calcified arteries, morbidly obese patients, etc.), aggressively deploys the plunger or aggressively removes the plunger or fails to maintain adequate foot position against the arterial wall. In this case however, the analysis of the returned components found no indication of a product quality problem that would contribute to the reported cuff miss. Based on the reported information and the inspection criteria no determination could be made as to the cause of the needle to cuff miss. Based on the analysis of the returned components, the reported needle to cuff miss could not be confirmed and the cause of the reported experience could not be determined. A review of the finished device lot history records did not reveal an nonconforming material records associated with this lot. There does not appear to be any indication of a lot specific product quality deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device has been received. Investigation is not complete. A follow-up report will be submitted with all relevant information.

Event description:
It was reported that an arteriotomy closure of the common femoral artery was attempted using a perclose proglide after a diagnostic procedure. Reportedly, a cuff miss occurred. Hemostasis was achieved using a second proglide device. There was no adverse patient sequela. The physician is reportedly trained in the use of the device. No additional information was provided.